Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: stent: 3.5x19, 4.5x19, 4.0x16, and 3.5x16 rx graftmasters. The device was not returned for analysis. The stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a large inferior myocardial infarction in a completely stented right coronary artery (rca), as well as a free perforation in the rca. The rca was occluded with thrombus, thus, thrombectomy was performed throughout the entire stented rca; this resulted in three localized perforations that required separate covered stents. As planned for maximum coverage of the 3 perforations, five rx graftmaster covered stents (3.5x19, 4.5x19, 4.0x16, 4.0x19, and 3.5x16) were each implanted at 16 atmospheres without issue and each stent reportedly sealed the perforations well. A very distal, uncovered perforation area was then treated via coil embolization. Reportedly, use of each of these graftmasters did not cause or contribute to complications or adverse events and did not cause or contribute to a clinically significant delay. While no device issues and no adverse patient sequelae were reported, the 4.0x19 rx graftmaster expired on 30 november 2016, which was prior to use. No additional information was provided.